Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio or beep anomaly. Customer's blood glucose value was 192 mg/dl. The customer was assisted with troubleshooting. The customer stated that this audio was the same both high and low and when he changes the reservoir he has no sound at all we did the audio test and we did get a sound but it was the same both high and low volume. The device will be return for analysis.